Event description:
The manufacturer received information alleging a ventilator was alarming for a "check circuit" alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device's overhead blower filter was found to be contaminated with white powder and was replaced to address the issue.